Event description:
It was reported that the patient presented to the emergency room experiencing a persistent cough. The lead exhibited unacceptable thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.